Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient passed away and that the "pacemaker was defective". The patient's system was removed prior to cremation.